Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin (1 gram, after three days and route was not reported) and cefipime (1 gram, once daily and route was not reported). At the time of the report, antibiotic treatment was ongoing and the patient was recovered from the event. Action with dianeal therapy was not reported. No additional information is available.